Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of small saccular aneurysm, this coil could not advance into the microcatheter hub and detached itself. The coil fell on the ground and could not be found. It was reported coil did not come out of the introducer sheath smoothly. Other coils were used with same microcatheter and procedure completed. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received the implant coil was detached and missing. The implant coil was not returned for evaluation as it was lost. As received the tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The detach element was found to be attached to the pushwire and in good shape. During evaluation, the pushwire was intentionally broken at the manual detachment location and the release wire was pulled back. The detachment element was successfully detached. The axium implant coil was not returned; therefore, any contributing from the axium implant coil could not be assessed. We are unable to definitively determine the cause of premature detachment. It is possible that the implant coil was pushed out against resistance from the introducer sheath which then led the implant coil detach. All coils are 100% inspected for damages and irregularities during manufacture.